Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd safetyglide¿ needle was blocked during the vaccine administration. The following information was provided by the initial reporter: "customer cannot express air from the needle" was the procedure able to be completed? No ¿ we were unable to push the medication/vaccination through the needle to successfully administer. Was there any impact/harm to the patient, due to the reported issue? We were unable to administer the dose of vaccine / medication. This led to having to repeat the vaccine/medication. In some cases, the parent/guardian refused to the repeat administration because the patient was already ¿stuck¿ once. This can lead to a delay in vaccination. Was there any medical intervention or treatment needed due to the issue patient experienced? No.

Event description:
It was reported that the bd safetyglide¿ needle was blocked during the vaccine administration. The following information was provided by the initial reporter: "customer cannot express air from the needle." Was the procedure able to be completed? No ¿ we were unable to push the medication/vaccination through the needle to successfully administer. Was there any impact/harm to the patient, due to the reported issue? We were unable to administer the dose of vaccine / medication. This led to having to repeat the vaccine/medication. In some cases, the parent/guardian refused to the repeat administration because the patient was already ¿stuck¿ once. This can lead to a delay in vaccination. Was there any medical intervention or treatment needed due to the issue patient experienced? No.

Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.